Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a beta cap adapter. The customer states that per the nurse, the plastic adapters come off the transfer set when their peritoneal dialysis catheter was placed during surgery. The plastic adaptor (unk lot) had disconnected during sleep, it was reportedly caught in something. There was no infection. However, the pt was treated with antibiotics prophylactically.

Manufacturer narrative:
The complaint sample was not returned to the manufacturing site for review. The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. Without the sample and lot number, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. A CAPA is not deemed necessary at this time. This complaint will be used for tracking and trending purposes.